Manufacturer narrative:
Device is a combination product. Initial reporter facility name: the 2nd affiliated hospital of (B)(6).

Event description:
(B)(6) clinical study. It was reported that patient experienced atherosclerosis. In (B)(6) 2018, the subject presented with an unstable angina. Subsequently, cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal right coronary artery (rca) extending up to mid rca with 90% stenosis and was 52mm long, with a reference vessel diameter of 5.0mm. The lesion was treated with pre-dilatation and the placement of a 2.50 x 32mm and 3.00 x 20mm study stent. Following post-dilatation, the residual stenosis was 0%. Nine days after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized for further evaluation on the same day. The event was not treated medically and two days after, the event was considered resolved and the subject was discharged home.